Manufacturer narrative:
Product analysis: the device was returned for analysis. The proximal end of the stent was positioned correctly, but due to stretching and deformation of the distal end of the stent, the stent did not meet visual acceptance specification. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the resolute onyx drug eluting stent, stent deformation occurred in vivo during positioning. Moderate calcification was present in the left anterior descending (lad) artery. Resistance was encountered when advancing the device. Device inspection was performed prior to use with no issues found. No patient complications have been reported as a result of this event.